Manufacturer narrative:
The console was field serviced, and investigation confirmed during evaluation that the console would not run. A leak from the water refill tank was identified. The top cover and water refill tank were replaced. Then, the console passed full functional and electrical safety testing. The top cover was returned and underwent a thorough analysis. Visual inspection found some scratches on the tray cover and back panel. Functional test was performed, and the top cover powered up with no issues. However, the unit did not complete the warmup sequence, it would not go into ready mode. Therefore, the reported event was confirmed, as the returned top cover did not complete the warmup sequence and would not go into ready mode. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console is not starting. Therefore, the photoselective vaporization of the prostate procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted procedure with the patient under general anesthesia or sedation status unknown.

Event description:
It was reported that the console is not starting. Therefore, the photoselective vaporization of the prostate procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted procedure with the patient under general anesthesia or sedation status unknown.

Manufacturer narrative:
The console is not available for analysis; however, it was field serviced and the reported event was confirmed. The top cover and refill tank were replaced, the device was tested and it met specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console is not starting. Therefore, the photoselective vaporization of the prostate procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted procedure with the patient under general anesthesia or sedation status unknown.